Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient fell which resulted in hip pain described as a deep aching and burning pain to her lateral thighs bilaterally. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. There was a laminectomy lead placement. The patient reported a fall that resulted in deep aching and burning pain to her lateral thighs bilaterally. The stimulator was no longer helping as well as it did when initially implanted. The etiology was reported as unlikely related to the device or therapy and unlikely related to the implant procedure. Relevant medical history: chronic low back pain, radiculopathy, spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was hip pain. Interventions included explanting and replacing the lead. The etiology was reported as not related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.